Manufacturer narrative:
(B)(4).

Event description:
Additional information received as patient reported they put in the trail last thursday for their bladder. Patient had to remove the wires on monday but was not sure who would do that as their doctor was away for a while. Patient mentioned that whole procedure got wasted and they were in the panic. Patient was asked that if therapy helping them or not and patient mentioned that they did not know, the representative was supposed to look at the urine records, their urine flow for both self and catheter. They were waiting for the answers as they needed to adjust or not. Additional information received from doctor as patient did not have bladder infection and they had successful trial.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the urinary retention was not related to the device or therapy and that the patient had the urinary retention before the implant. The hcp noted that they performed flexible cystourethroscopy, bladder barbotage, complex cystometrogram, complex uroflowmetry, and voiding studies as diagnostics related to the urinary retention. The findings were large bladder capacity, decreased sensation, and a bladder pvr of 319 milliliters. The hcp reported that the patient improved by 50% and was scheduled for the permanent device. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they suspected a bladder infection. The issue was not resolved at the time of report. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.